Event description:
It was reported that patient faced an event where the insulin flow blocked on (B)(6) 2026.had high blood glucose managed with insulin via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 3003442380.